Event description:
It was reported a case of patch leaking during surgery. In spite of repeated efforts, no info on the product serial number could be obtained at the time of this report.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the MFR. No review of the device history record was done since the product identifier was not provided. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant additional info.